Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 2 of 5. The home patient (hp) stated the supply bag fell and disconnected. Proper procedures per the user manual were reviewed with the hp. Product surveillance spoke to the hp regarding the report of a system error 2240 alarm. The hp stated he did not have the supply bag on the table securely. The set-up was discarded and therapy was restarted with new supplies. No patient injury or medical intervention was reported. The hp is continuing therapy on the cycler with no further issues. Proper procedures were reviewed with the patient.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. The root cause was determined to be due to a supply bag falling and disconnecting. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.